Event description:
The customer reported that the system will not fluoro.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the no exposure complaint. However, the error log does indicate several low ma errors. He also could not duplicate low ma errors. The suspect probable cause to be system filament calibration was out of tolerance. The rep performed a filament calibration, then tested the system by producing several long, high/low level kv/ma fluoro exposures, no duplication of reported malfunction. He performed an overall functional check. The system is operating as intended.